Event description:
It was reported that during a cryo ablation procedure, after the left superior pulmonary vein (lspv) was frozen a second time, the temperature could not be lowered. The issue did not resolve after rewarming. The electrical umbilical cable was unplugged, re-plugged and reconnected without resolution. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: image files and the afapro28 balloon catheter with lot number 37152 was returned and analyzed. The first image showed a medtronic blue box/package identified as catheter afapro28 / 37152. The second image showed many temperatures curves displayed on the console screen during the ablation and thawing phases. Review of the catheter smart chip data indicated the catheter was used for three applications on the event date. During functional testing, the console terminated the application and triggered system notice 50032 (a system notice was received indicating that the safety system detected a compromised outer vacuum). During inflation mode, the guidewire lumen inside of the balloon was observed to be kinked. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.23 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection and pressure testing of the handle segment, a leak path was identified at the shaft to y-block bond. The shaft was partially detached from the y-block. In conclusion, the balloon catheter did not pass returned product inspection due to a bond leak observed between the shaft and y-block (at the distal side of the y-block) and a kink/twist observed on the guidewire lumen. The reported "temperature issue (not reaching desired value)" was not observed/reproduced with the returned catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.